Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned due to conductor fracture. The fracture was confirmed by fluoroscopy. A new rv lead and right-sided system were successfully implanted on the left side do to occlusion. No adverse patient effect were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to cause not established.